Event description:
I had inguinal hernia repair in 2006, surgical mesh was used. Now suffering from chronic pain. Doctor says he doesn't want to take the mesh out due to possible complications with the removal of the mesh -it could make it worse- and currently have more pain now than before the surgery, I would like to know what are my options. I can't work, I can't stand on my feet for more than 20 mins at a time without pain becoming very severe. Any info you can give me would be appreciated.